Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year old male patient during flight, the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device through debug testing. The defib receptacle was replaced as a precaution. The device passed recertification testing and was returned to the customer. The multi-function cable and battery was not returned to zoll medical corporation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.